Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent and abdominal pain. The same day as event onset, the patient was treated with vancomycin injection (1 gm, every 4 days, intraperitoneal, for 4 days) and ceftazidime injection (1 gm, once daily, intraperitoneal, for 7 days) for suspected peritonitis. The patient was not hospitalized for the event. At the time of this report, the patient recovered from the events on an unknown date. Pd therapy was ongoing. No additional information was available.